Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Deformation: no observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported right side "device is broken". The device has been explanted and replaced with a non-abbvie device.

Event description:
Patient reported right side "device is broken" and "reactive lymph node formations". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as fold flaw opening. Lymphadenopathy: unable to observe as it is not related to the device. Deformation: no observed. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device details: n trm375, lot 2872541, sn (B)(6). It is unknown which side they are related. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported right side "device is broken". The device remains implanted.